Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 458 mg/dl and high ketones. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support, the customer was still in the ER. Reportedly, the cause for the reported issue was due to the cartridge not fully "clicking" onto the pump. Tandem technical support performed a pump system check and determined the pump functioned as intended. Multiple follow up attempts were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.